Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the pump had an intermittent sound issue, and the patient had a blood glucose of 40 mg/dl with no reported symptoms. Patient received no unusual therapy and has discontinued pump use. This complaint is being reported because of the sound issue and because the patient experienced hypoglycemia.